Event description:
It was reported that there was t-wave oversensing (twos) post biventricular pace on the right ventricular (rv) lead. It was further noted that the twos was not severe and was somewhat infrequent. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.